Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were intermittently unresponsive. The reporter noted damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: a visual inspection of the pump showed that the keypad cover was peeling at the ok button. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. The keypad cover was opened and contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.